Manufacturer narrative:
The device was returned and found to not power up due to a faulty power supply. Additional findings include the following: worn out video connector latch causing poor connection, corroded front panel chassis and corroded picture in picture connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center does not turn on. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a final root cause of the reported event was unable to be identified. However, it is likely the reported event occured due to faulty power supply unit. Olympus will continue to monitor field performance for this device.